Event description:
It was reported that an electrical reset occurred. The device then reached recommended replacement time (rrt). The device is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Illegal address por identified on 2014-(B)(6). Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.96 on 2015-(B)(6).